Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse in (B)(6) 2008 and mesh was implanted. The patient experienced pain and erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.